Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address suspected tibial loosening at the cement to implant interface. Depuy cement was used. It was also stated that the tibia was found to be grossly loose. Patient did also have irrigation and debridement with poly exchange on (B)(6) 2015. Medical records received on ad 12 mar 2020 were reviewed on ad 25 march 2020 by a clinician to identify product issues and/or patient harms. Patient received a primary right attune to treat primary osteoarthritis with pronounced varus deformity of the knee. Depuy cement x 1 was utilized and the patella was resurfaced. The procedure was completed without complications. Primary part/lot sticker sheet is on page 6. Revision operative notes indicate the patient received a right revision to treat pain secondary to loosening of the tibial tray. Upon entering the knee, the surgeon notes femoral and tibial osteolysis requiring debridement and revision of the femoral component and the tibial tray. The tibial tray was grossly loose and debonded at the cement to implant interface. The tibial tray was grossly loose and completely debonded at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The patella was retained. The procedure was completed without complications patient revised with attune components and competitor cement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 14-jan-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.